Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she just started to use the insulin pump. She stated that for the past three days her blood glucose was 100 mg/dl and has been fine. She stated she was having issues with her infusion set and wasn't sure why her blood glucose was rising. She hasn't been able to control the. Customer reported her blood glucose was 450 mg/dl during the call. Customer was assisted with inserting the infusion set. No troubleshooting was performed on the insulin pump and it's not returning for analysis.